Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility remains unknown. Endologix was unable to perform an evaluation of the device as it was not returned to endologix post-explantation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix could not confirm the patient based on the minimal information provided on the voluntary user facility medwatch. Therefore, the abdominal aortic aneurysm rupture and explant complaint is confirmed only based on the information provided from the voluntary user facility medwatch. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is unknown afx.

Manufacturer narrative:
At this time, it is unknown if the devices involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown afx. H3 other text : to be confirmed.

Event description:
It was reported via voluntary user facility medwatch (B)(4) that a male patient experienced an abdominal aortic aneurysm rupture approximately six (6) years post initial implant of an unknown afx device. Per (B)(4), the device is reported to be available for evaluation. Based on limited data, additional information has been requested to determine if patient and initial implant case can be confirmed.